Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up arrow, down arrow and ok button presses did not activate desired pump functions during testing. The contrast button required excessive force to activate a response during testing. During investigation, the contrast keypad button was observed to be misaligned. All keypad buttons intermittently spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up and down arrow buttons are sticking. It was reported, there are no signs of structural damage to keypad.